Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was unable to start properly by displaying please wait message. The review of system log files showed bmc failure. Upon troubleshooting, the field service engineer (fse) identified that the host pc bmc was failed. The supplier's part analysis conclusively determined the cause of host pc failure was due to bmc software corrupted. To resolve the issue, the fse replaced the host pc and verified the system operation, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor displayed "please wait". Preventing the system from booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.